Event description:
Tesio catheter used for dialysis atrial access came apart while pt was at home in bed, resulting in loss of blood and a need to remove the catheter in the emergency room. The catheter is believed to be from a lot covered by an active recall.